Manufacturer narrative:
UDI for gore® excluder® iliac branch endoprosthesis hgb161407: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the right common iliac artery. The patient was therefore treated with gore® excluder® aaa endoprostheses. Following the deployment of an hgb161407 internal iliac component, the physician felt strong resistance during the retraction movement of the device catheter. It appeared that the leading olive of the device catheter had become stuck at the proximal end of the dsf1245 sheath due to the angulation of the common iliac artery. To overcome the resistance, the physician used excessive force during the subsequent catheter removal attempt. When the catheter was removed from the patient, visual inspection of the catheter revealed that the leading end had completely separated. As it was found to have remained on the guidewire, a snare was used for retrieval from the right hypogastric artery. The patient tolerated the procedure.

Manufacturer narrative:
The gore® excluder® iliac branch endoprosthesis hgb161407 was returned to gore and an engineering evaluation was performed. The device evaluation showed blood on the returned device and that the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The introducer sheath was not returned for evaluation. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the damage to the catheter was the trailing olive catching on the introducer sheath. The root cause for the trailing olive catching on the introducer sheath could not be determined with the available information.